Event description:
Olympus was informed that during an onsite visit, the user facility staff determined deficiencies were found during reprocessing, which included improper leak testing, the endoscope being fully submerged with mu-1 attached and not running, and out-of-sequence brushing and contact time being performed prior to brushing the endoscope without the channel being flushed/full of detergent. It was also noted that endoscopes were being returned from use in the operating room without pre-cleaning performed and no water-resistant cap, which is exposing the internal pins to water after the endoscope is pre-cleaned and transported (it was observed that 1 endoscope was pre-cleaned but had no cap, and there was fluid inside the transport bin with the endoscope, risking fluid invasion). No patient infections or injuries reported.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, to correct and address any reprocessing deviations. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reprocessing issue was failure to follow the IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: chapter 5 reprocessing the endoscope (and related reprocessing accessories): attach the leakage tester connector of the leakage tester (mb-155) to the output socket of the maintenance unit (mu-1) or the light source. Turn the maintenance unit or the light source on. Set the light source¿s airflow regulator switch to its maximum level. Leave the endoscope, the channel plug, the injection tube and the auxiliary water tube immersed in the disinfectant solution according to the instructions of the disinfectant manufacturer. Confirm the recommended contact time, temperature and concentration. Use a clock or timer to accurately measure the disinfection contact time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.